Event description:
It was reported that the patient experienced a loss of therapeutic effect that began approximately last (B)(6) following a fall. The patient also reported having fallen several times on 2011 (B)(6). The neurostimulator was confirmed to be on and the stimulation was adjusted from 0.9 to 1.2. The patient was still unable to feel stimulation at this setting. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3093-28, serial #(B)(4), implanted: 2009 (B)(6), explanted: unknown. Programmer: model 3037, serial # (B)(4).